Event description:
The blood glucose monitoring device was not powering on and discovered the device was not coded correctly. Reporter stated the code key was changed upon obtaining a new vial of test strips. Treatment information does not apply in the alleged event. A request was made for return of the suspect product and replacement product was sent.